Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, during the diagnostic phase, the physician thought she may have seen a perforation. During the heat up phase, a fluid loss alarm confirmed the perforation. The physician aborted the procedure. There was no treatment noted for the perforation. The patient is awaiting rescheduling for the procedure.

Manufacturer narrative:
(B) (6): product unavailable for analysis.